Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the distal end adhesive glue was worn, and the ultrasound pin unit was corroded. It is most likely that the cause of the issue was due to user handling error. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue regarding ¿no image¿ was not reproduced and the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the evis eus ultrasound bronchofibervideoscope had image fault (no image) during the intended bronchoscopy procedure. The procedure was able to be completed using the same equipment. The customer did not observe any error codes. There were no reports of patient harm or impact associated with the reported event.